Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 580 mg/dl and a high ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.